Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was sensing noise on the lead system resulting in the delivery of an inappropriate shock. An interrogation of the system found the ventricular impedance out-of-range and decreased r-waves. The physician would like to have the ICD's deliver a beeping tone or some kind of auditory warning when impedance measurements are out-of-range.